Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of "hi" (>33.3 mmol/l), 7.3 mmol/l, and 8.1 mmol/l within 2 minutes on the mobile system. No actions taken based on device results. No adverse event reported. The alleged product was returned for evaluation.